Event description:
It was reported that the patient's creatinine level increased. Patient was scheduled for an iliac vein thrombolysis procedure after a clot was noticed in the x-ray and intravascular ultrasound imaging. An angiojet zelante catheter was used to treat the patient. Patient creatinine level was normal pre-procedure. During the procedure, the device had a run time around 200 seconds and after ballooning, procedure was a success. However three days later, the patient had to be placed on dialysis due to creatinine level increasing to 8. The patient had a dialysis catheter placed and still hospitalized and being monitored if kidney function returns.